Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, their receiver displayed the text assert in top of the display with green letters. Attempts were made to recharge the receiver and do a reset; however, the receiver is locked and it's not possible to navigate to the main menu. No additional event or patient information is available.